Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered reportedly, the customer was tackled to the ground while playing football and the touch screen became shattered. Additionally, the pump touch screen became black and customer was only able to see the bottom of the touch screen. Customer's blood glucose was 64 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.